Event description:
The patient¿s pump was removed 2 years after it was implanted because it was too large. A smaller pump was placed in the patient. The medication delivered via the pump was baclofen. Additional information has been requested regarding the patient¿s outcome, but was not available as of the time of this report. If additional information becomes available, the event will be updated. (There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4) ¿ difficulty filling; pain; blood in baclofen).

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
The patient¿s pump was removed 2 years after it was implanted because it was too large. A smaller pump was placed in the patient. The medication delivered via the pump was baclofen. Additional information has been requested regarding the patient¿s outcome, but was not available as of the time of this report. If additional information becomes available, the event will be updated.